Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was feeling shaky and dropping some things. The patient was treated with baqsimi nasal spray. The spouse took a bg reading which was 425 mg/dl and the cgm reading was low. The spouse called 911. The paramedics didn´t provided any treatment. The cgm reading was 68 mg/dl and the bg reading was not documented. The patient was taken to the hospital and treated there with insulin. The patient was discharged 4 days later, (B)(6) 2024. At the time of the report the patient was fine. Of note, the spouse also confirmed that patient´s pump malfunctioned and that may have caused her getting inaccurate readings as it was giving incorrect insulin treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.